Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified by a representative who was in a procedure for an extraction of a distal stem fracture. The stem was implanted in 2014. The revision was not a lb product. Unknown event date. The extracted product was discarded. [Customer].